Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right atrial (ra) lead that exhibited low, out of range impedance. It was also noted that a previously abandoned ra lead exhibited insulation breakage and was previously reported as having low impedance as well. Both leads were extracted. The patient was stable. Related manufacturer reference number: 2017865-2019-17120.